Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) needed a jump-start. The device had been dormant for over 9 months and was not doing the patient any relief. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.